Manufacturer narrative:
Immediately following the notification, stimwave quality and the cr reviewed the events preceding this event. The patient had the permanent procedure performed on (B)(6) 2019, in which one stimq peripheral nerve stimulator were implanted at the bilateral suprascapular: p/n stq4-rcv-a0, s/n (B)(4), lot # swo190414 and exp. Date: april 01, 2021. The cr confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of the product used was intact prior to implant. The procedure was completed without any complication, and the cr maintained contact with the patient following implant. As per questionnaire dated, march 06, 2020, the cr reported that the patient had gone to the physician on (B)(6) 2020, indicating loss of therapy. The cr indicated that the patient lost therapy confirming lead migrated from the nerve. Electrode arrays showed good placement on the ap x-rays (anteroposterior x-rays), but the distal end of the lead migrated away from the nerve. At the moment, the date of the revision has been on hold - due to covid-19 pandemic. Not making the availability of the ambulatory surgical centers (asc) and operating rooms (or's) accessible to perform any revisions. Currently, the patient has the first lead in and is content - awaiting a date for the revision to be performed. Stimulator migration is a known adverse event for peripheral nerve stimulators that are reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lot, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190414, validated sterilization parameters were used, and sterile barriers were verified to be intact. The root cause of this event could not be attributed to the inability of the devices to meet physical, functional, performance and/or safety specifications. The root cause of this event is attributed to the placement of the device, that needed to be deeper into the notch. The patient loss of therapy confirmed that the lead migrated from the nerve. Revision has not been performed due to covid-19 pandemic. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications and no trend of infection is evident for the sterilization lot. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the territory manager from march 05, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event required medical intervention to preclude potential further injury.

Event description:
Stimwave quality has investigated the details regarding a superficial migration reported to stimwave on march 05, 2020, by clinical representative